Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the complaint cannot be confirmed. No further information is available regarding the event, including the mechanism of injury or type of injury. The voluntary medwatch did not provide a user facility name or contact information. Based on similar reports, a potential cause for the tip melting is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed via voluntary medwatch mw5080865 that during an unspecified procedure, the tip of the device melted while in the patient. The device was immediately removed from the patient and replaced. The medwatch reported the event as both serious injury, and ¿no patient injury¿.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device history record review. The OEM reviewed the DHR for the device. The review found no related manufacturing anomalies at the time of product release.